Manufacturer narrative:
Device evaluation: the device was returned for evaluation. The device was given functional testing; this showed leaking from the tank cover. Examination showed the leak site was the tank cover screws. The tank cover screws and tank cover were determined to have sustained damage due to over-tightening of the screws.

Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-90 was leaking. Additional information received 18 august 2021 (email): contact is unaware of any event details.